Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to a poly fracture. The poly bearing and locking bar were removed and replaced with biomet poly bearing and locking bar.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent an arthroscopy on (B)(6) 2012 to remove a fractured piece of the poly bearing. Further, patient was revised on (B)(6) 2013 due to the poly fracture. The poly bearing and locking bar were removed and replaced with biomet poly bearing and locking bar.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the returned component found evidence of burnishing, which could be the result of micro-motion between the bearing and the baseplate. The condition of the bearing when it left biomet was likely conforming.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.